Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the resident did not use insufflation with the device and cut the bowel. The pt was re-admitted and the surgeon performed a re-operation and manually sutured to correct the condition. The hosp has reported the pt's condition is satisfactory.